Event description:
Complainant alleged that while attempting to defibrillate a male pt who was in cardiac arrest, the medic successfully shocked the pt 4 times but upon the 5th time, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.